Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube spring. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify the battery out limit alarms, or verify the bolus wizard operation due to the blank display. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly during visual inspection. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery cap was not missing or corroded. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that they changed the battery but the insulin pump will not power up. The customer was advised to remove the battery for 10 minutes and insert a new battery. The customer stated that the insulin pump turned back on and received a battery out limit alarm. The customer was also advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.